Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional event information was received from the customer on 09jun2024 therefore section b5 was updated. H6 health effect - impact code was also updated.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks". On 09jun2024 the customer provided additional information stating that the fluid did not go through the needle. The defect seemed to be in the cone. That's where all the liquid dripped out. This was noticed during injection. As a result, they were unable to fully set the depot and a small amount of injection fluid was injected. Possible item code 8881850215, 8881850310. Possible lot number 0004871, 004118.

Manufacturer narrative:
An investigation is currently underway.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks". The product information was not provided.